Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 10:00 pm on his blood glucose and insulin history is as follows: time: 10:00 pm, bg (mg/dl): 259, bolus (u): 2.6; time: 7:25 am, bg (mg/dl): 326. Bolus (u): 4.1. At 10:31 am, the rod was deactivated and he noticed the cannula was under the adhesive pad and it was lying on top of his skin. The cannula was also curved and the adhesive pad was wet.